Event description:
The pt underwent endoscopic sinus surgery (bilateral endoscopic anterior ethmoidectomy, maxillary antrostomies and tissue removal, frontal sinus exploration, outfracture inferior turbinates and cauterization) in 2001. The surgeon used floseal during this procedure to achieve hemostasis. Rolled gelatin films (stents) were placed in the sinuses. The first follow-up evaluation occurred on post-op day 14 and involved debridement of nasal cavities and removal of the stents (with difficulty). At the 1-month follow-up evaluation, pt presented with thick mucosal fluid. A culture was taken and the results were positive for staphylococcus. Antibiotics were prescribed (cipro 500 mg b.i.d.). 6 weeks later the pt continued to have thick mucosal discharge,and ceftin was prescribed, 500 mg b.i.d. Two weeks later, pt still complained of thick mucosal discharge, and revision surgery was being considered.